Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient, who's undergone primary breast augmentation with two unspecified mentor saline smooth breast prostheses, suffered spontaneous left breast implant deflation and right breast capsular contracture (baker grade I-ii), post-procedure. The patient initially noticed the deflation and then came in for physical examination. The capsular contracture on the right breast was identified during the explantation surgery on (B)(6) 2020. Subsequently on the same day, the patient underwent bilateral removal and then bilateral replacement with the following devices: (left) 450cc mentor memorygel breast implant catalog: 3544450 lot: 7299710 sn: (B)(4) and (right) 450cc mentor memorygel breast implant catalog: 3544450 lot: 7455312 sn: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On december 16, 2020, the mentor failure analysis lab received the device for evaluation. On december 21, 2020, the product investigation was completed. Device investigation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Leak testing was performed in accordance with mentor's procedures. Findings revealed a tear located at a junction of the valve system. Microscopic examination was performed and the cause of the deflation could not be identified. According with the product insert data sheet, the valve system can be damaged by improper use of the fill-tube stylet. Care should be taken that the stylet enters the valve smoothly. Use the thumb and forefinger to stabilize/support the valve seat and gently push the stylet tip into the valve opening. Overstressing the valve material may result in punctures or tears and subsequent deflation may occur. Use only the fill tube stylet provided with this product. Take care not to puncture the diaphragm valve or the shell with the stylet tip. Care must also be taken when the fill tube stylet is removed to prevent damage to the valve assembly. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).